Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: dental implant: tsvtwb10, imp, tsv, 4.7, 10, mtx, mg, lot number: 1233824. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that doctor found a fractured crown on implant site #19. It became loose and the doctor stated the movement from the crown caused the screw loosening and thread damage. The screw was removed.